Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on customer's aviva meter, compared to a nurse's aviva (professional) meter, within 10 minutes: 217 mg/dl on customer's aviva meter and 95 mg/dl on nurse's aviva (professional) meter. No adverse event reported. Requested return of suspect device for evaluation.